Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was displayed the error message 'device not detected on bus' following the 1.8 software update. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes, correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) connected with the customer and found that they were able to recover the device that was previously not detected on the bus. However, the issue persisted with the device not being detected on the bus, along with problems related to sort order 1.8 and duplicate address, which began after upgrading to version 1.8. The customer was reviewing other open cases to forward them for escalation, support resolution, and the case was closed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was displayed the error message 'device not detected on bus' following the 1.8 software update. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.